Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they kept getting a 23094 error. The isi tse reviewed the live logs and found multiple 23094 errors pointing to the universal surgical manipulator (usm) 1 axis 1. The tse suggested hard power cycling the patient side cart (psc), but the issue persisted. Then, the isi tse asked the customer if they could complete the procedure with 3 usms. The customer confirmed they could. The isi tse walked the customer through disabling usm 1, and the customer was proceeding with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting 23094 error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found 23094 faults in the system logs on the universal surgical manipulator (usm) 1. The fse was unable to reproduce the issue but replaced usm 1 in accordance with isi procedures and this resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The usm was analyzed and found to have 23094 error. Failure analysis confirmed 23094 error via system logs and replicated the error during the in-house testing. The unit was tested on an in-house system in normal mode with no related errors. The unit also passed the direction test, sensors check, sine cycle, friction test, and brake test. The unit failed the chip encoder virtual absolute (cva) char test on the yaw. The yaw cva printed circuit assembly (pca) was swapped with a new one and the error no longer occurred. The complaint regarding error 23094 was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. Failure analysis confirmed the error via logs review and reproduced the reported issue during failure analysis investigation. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure being converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.